Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their therapy had turned off by itself. The patient further reported that they felt overheating at their battery site that occurred not during charging. There were no external factors reported to have led or contributed to the issue. Interrogation of the patient¿s implantable neurostimulator (ins) was performed in an effort to troubleshoot the issue; there were no actions taken and it was unknown whether any surgical interventions were planned or performed. It was unknown if the issue was resolved at the time of report. The patient was asked to keep a therapy diary to see if any trends occurred with the device shutting off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.